Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a multi-level posterior spinal surgery to treat a broken back. Three years post-op it was determined that the rods are broken. The patient's father also feels that the bones have not healed. No additional patient complications were reported.